Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Our visual investigation of the complained screwdriver shows that the tip is indeed broken off. It is visible that the front part was twisted, counterclockwise, before it broke. This is normally a clear indication that too much torque was applied, well beyond the calculated design, during usage. The broken surface itself is homogenous which indicates material conformity as well. Per op technique, the screwdriver should only be used during insertion, use t-handle in conjunction with screwdriver for removal only. Based on these findings, it is concluded that the cause of failure is not due to any manufacturing non-conformances. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
When the surgeon attempted to remove a locking cap, the screwdriver stardrive tip is broken off at the distal tip. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)